Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving several inappropriate shocks due to ventricular oversensing of the atrial signal. A fluoroscopic examination found the right and left ventricular leads dislodged likely due patient arm movement. The leads were explanted and replaced to resolve the issue. The patient was stable. Related manufacturer reference number: 2017865-2018-10301.